Event description:
It was reported that a user contacted support for low blood glucose while using the ilet, with a capillary meter reading of 58 mg/dl followed by a confirmatory reading of 96 mg/dl after carbohydrate treatment; glucose had been reported in range prior to sleep, and the cause of the hypoglycemic event was unclear. Customer care provided troubleshooting on confirmation of meter technique and verification of rising glucose. Investigation of this case revealed no device alerts or alarms and no identifiable device malfunction based on available information. No clinical symptoms associated with hypoglycemia reported. Outcomes included user self-treatment with carbohydrates and continued periodic blood glucose monitoring while a new sensor was warming up. It was concluded that the event was a hypoglycemic episode with an undetermined cause and no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.